Event description:
It was reported the patient received the following results within 10 minutes: 103 mg/dl and 198 mg/dl. The patient also received the following results within 10 minutes on a different day: 86 mg/dl and 202 mg/dl.